Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the death was not considered to be device-related, and that the device operated as expected. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia, localized infection, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU, as well as the patient handbook, also provide information regarding how to prevent and control infection. The IFU warns that moderate to severe aortic insufficiency must be corrected at time of device implant. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with ventricular tachycardia. The patient had fevers, respiratory distress, and possible infection. The patient was intubated for respiratory distress. Right heart catheterization revealed elevated pressures. An echocardiogram noted aortic insufficiency. The patient and his family decided to withdraw care as the patient was not progressing with fluid and inotropic support and continued to have oxygenation issues. The patient's family made the patient comfort care and pump support was withdrawn. The patient was admitted on (B)(6) 2020. The patient expired on (B)(6) 2020. The infection was confirmed as e.coli in a bronchial washing. The patient's cause of death was listed as multiorgan failure. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.